Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to leaking o2 safety valve. Issue resolved after a new safety valve replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Vyaire medical requested an o2 gas path test to be repeated and suggest for cell replacement. After the test, it shows that the o2 safety valve is defective, pressure is at 0.93 bar on the o2 valve (open) and a massive leak of 85+ lpm. Initiated warranty replacement of the safety valve. Furthermore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 389 - no o2 dosing possible with a cross on oxygen symbol on display even oxygen is connected to the device. Furthermore, there was no patient involvement associated with the event.